Manufacturer narrative:
Corrected information: e3, g2. The investigation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Investigation methods/results customer did not return the reported device for investigation but provided a picture showing broken tray. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The patients race/ethnicity reported as na. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient provided notification that the reported daybreak device had cracks near the back molars on both the top and bottom trays. In addition, a small piece of plastic broke off, and she almost swallowed the piece. The patient did not suffer any harm, injury adverse outcome and no medical intervention was required. The patient stopped using the device on (B)(6) 2025.